Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had an issue with door latch harness connections. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device model a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) tested the operation in hardware test application (hta) diagnostics but noting double click operation from doors 6 & 8 intermittent. The fse reseated all the door latch harness connections. Then, the fse applied the conductive grease to all latch connections, then cleaned the door controller header connectors. The system functioned as intended after the fse repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had an issue with door latch harness connections. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.